Event description:
On (B)(4) 2014, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began two days prior to contacting lfs for assistance. The patient reportedly manages his diabetes with an unknown type/dose of oral medications and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms of high or low blood glucose as a result of the alleged issue. On (B)(6) 2014 in the morning, he reported that during a doctor office visit, his blood glucose was tested on the clinic meter (unknown brand) and a reading of ¿490mg/dl¿ was observed. The patient was reportedly treated by the doctor with an unknown type/dose of insulin. At the time of troubleshooting, the cca noted that the issue was resolved with training/troubleshooting. It is not known if the meter was being used for the first time. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly suffered from a high blood glucose excursion that required medical intervention by a healthcare professional after the alleged meter issue began.